Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent, abdominal pain, and diarrhea. The cause of the breach in aseptic technique was further described as the patient was ¿not washing hands and was being careless¿ during pd therapy. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient received treatment for the peritonitis with one dose of vancomycin, 2 grams, intraperitoneally. Four days after being admitted to the hospital, the patient was discharged home. No further detail was provided regarding the outcome of the peritonitis event. Pd therapy was ongoing during treatment. No additional information is available.